Event description:
It was reported when the stimulation was turned on or off the patient experienced a shooting pain on the left side of the upper back. The patient was unable to raise their arms above their waist without experiencing pain. The pain was worse with the stimulation on, but the pain still presents itself with the stimulation off. The device was off at the time of the report. There was no known accident related to the onset of the symptoms. The patient noticed the pain when she reached for her fork for a few days prior. The patient remained at home in fair status. The patient had indicated they were considering having the device removed and indicated they did not feel it was a device related issue, but that the nerve was aggravated. Additional information has been requested.

Manufacturer narrative:
(B) (4).